Event description:
A complaint was reported to boston scientific corporation on a percuflex helical stent occurred last (B)(6) 2013. According to the complainant, during unpacking, they noticed a hole in the packaging making the sterility of the device compromised. It was confirmed that no damage was noticed to the shipping box. There were no patient and procedure involved.